Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, h3, h6, and h10. 23 the 0 degree endoscope instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of "camera moving by itself." The endoscope automatic endoscope adapter (aea) had damage or a friction issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0 degree endoscope instrument for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. No images or videos were shared for the event. Log review: a review of the instrument log for the 0 degree endoscope instrument (470026-64/(B)(4)) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020 in system (B)(4). The instrument was noted to have a time used of 0:00:00. This complaint is being reported based on the following conclusion: it was reported that the endoscope moved with unintuitive motion. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this endoscope has 2,000 lives, which are tracked by the da vinci surgical system. This reported issue occurred immediately following the endoscope's fifth usage and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the grey camera head of the 0 degree endoscope instrument was moving by itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator stated that the issue occurred during the procedure and use of the endoscope. The camera head turned by itself. There was no patient injury. The customer used a new camera to complete the procedure. Information regarding patient demographic, relevant tests, and medical history were requested, however the robotics coordinator could not provide any information.